Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the relion® insulin syringe there was an issue with an uncapped device resulting in a needle stick. The customer states ¿the needle stuck his finger as he reached into the bag of syringes, stated that the syringe was uncapped. No injury, consumer cleaned the area with alcohol swab.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation results: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 7177509. All inspections and challenges were performed per the applicable operations qc specifications. There were ten (10) notifications [200704014, 200704766, 200704713, 200704679, 200704153, 200704363, 200704554, 200704707, 200705183, 200704013] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle stick and the 1st related complaint for needle shield loose on lot # 7177509. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.